Manufacturer narrative:
After performing 4 month maintenance on the system, the customer received glum reagent level low errors. While troubleshooting for glum reagent level low errors with bci customer technical support (cts), the customer stated that glu electrode was leaking from port. The cts advised the customer to remove glu electrode, check o-ring, clean and reseat the electrode lining up to key post in port. The customer primed the module and glum continued to leak. The cts advised the customer to remove the electrode and realign again, and the leaking stopped. This issue was resolved.service was not dispatched for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) and reported a leak on unicel dxc 600 pro synchron clinical system.there was no effect to patient or user.